Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified radial artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion and crossed the lesion. As the device was being removed, the outer sheath was separated inside the patient. It was determined the treatment was too difficult and bypass surgery was performed immediately. The separated portion was found in the radial artery and removed. The patient condition after surgery was stable.